Event description:
It was reported that during opening of the packaging, the nurse observed an uncommon black points inside the packaging. They didn`t use the hydroset since a replacement was available.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
As per investigation results, the foreign material in the returned package was identified as the silica gel out of the damaged desiccant packs. The desiccant pack was damaged due to the lower tensile and tear strength of the material. The most likely the root cause can be attributed to a manufacturing related issue.

Event description:
It was reported that during opening of the packaging, the nurse observed an uncommon black points inside the packaging. They didn`t use the hydroset since a replacement was available.